Event description:
It was reported that the patients implantable pulse generator was damaged during an unknown surgery (MFR# 3006630150-2025-10348). Additional information was received indicating that the patient underwent an implantable pulse generator (ipg) revision procedure and was doing well postoperatively. The explanted device will not be returned by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator was damaged during an unknown surgery (MFR# 3006630150-2025-10348).

Event description:
It was reported that the patients implantable pulse generator was damaged during an unknown surgery (MFR# 3006630150-2025-10348). Additional information was received indicating that the patient underwent an implantable pulse generator (ipg) revision procedure and was doing well postoperatively. The explanted device will not be returned by the medical facility.